Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left popliteal artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the device was inflated for a minute, but it ruptured upon second inflation. The balloon was removed without any problem and procedure was completed with a different device. No complications reported and patient was in good condition post procedure.